Manufacturer narrative:
A review of the manufacturing records for the device has been conducted. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Additional devices implanted in this pt.

Event description:
In 2007, the pt was implanted with gore tag thoracic endoprosthesis. A week later, the pt expired. The cause of death is unk. Further investigation is pending.